Manufacturer narrative:
(B)(4). Batch # 199a50. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide a picture of device issue? (If available). Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the small bolt of ntlc75 body fell out.